Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an implant had a hair in the sterile package on opening the device. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h10 d9: (B)(6) 2022 - the only package and hair are returnable since the implant has been used. Device was not returned. Visual evaluation of the returned package shows that packaging was returned with opened sterile packaging and there is hair-like debris in sterile packaging. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. As the packaging was opened, it could not be determined when the debris was introduced; therefore the likely condition of the device when it left zimmer biomet, or the root cause of the reported event cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.